Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a whipple procedure the blade advanced and began to partially staple, but locked out and would not retract. It is unknown whether the device cut or not, but it ¿started to staple¿ and then would not open. It is unknown how the device was removed. The procedure was completed using a like device of the same product code. No additional information is available. There were no patient consequences reported.